Manufacturer narrative:
UDI: (B)(4). At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event.  To date, despite multiple requests for information, the patient medical records have not been received for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.   In this case, the reason for explanting the 29 mm sapien 3 thv 3 months post tpvr remains unknown and the device is not available for evaluation.  There is no indication or allegation that a product deficiency or device malfunction contributed to the event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of an implant card, a 29 mm sapien 3 valve was implanted in the pulmonic position. Approximately 3 months post implant the valve was explanted and replaced with a surgical valve. The cause of the explant is unknown, additional information requested was not forthcoming.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields d2 and g4 is being submitted in this supplemental report.